Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Patient information is not generally available due to confidentiality concerns. Product event summary: the save to disk of the device was reviewed. It revealed elective replacement indicator (eri) due to high battery impedance logged on (B)(6) 2012 prior to explant. (B)(4).

Event description:
It was reported that the device may have reached the elective replacement indicator (eri) prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data from the device was received and analyzed. The analyst noted that the device reached the elective replacement indicator (eri) on (B)(6) 2012 due to high battery impedance. (B)(4) version was installed on (B)(6) 2010.